Manufacturer narrative:
Device evaluated, performed functional test and was unable to duplicated the issues. The event history logs showed high alarm displayed, downstream occlusion. Recommend replace downstream occlusion sensor. Customer's problem was not duplicated. Product is beyond a year from manufacture dae and there was no indication of a manufacturing defect during investigation, so a review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump has a defective cassette sensor. No patient injury reported.